Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The rotaflow was taken out of service but the hl20 remained in service. Rotaflow console (rfc) serial number (B)(4) was returned to maquet (B)(4) (manufacturer) for further evaluation. A request analysis report was started on (B)(4) 2012 for the evaluation of the unit. Per the request analysis report, the rfc was set-up and operated with two different hl20 console, for (B)(4) per hl20 console. The rfc was operated in arterial mode on both hl 20 consoles. During the testing period, the revolutions per minutes (rpm) was changed several times a day ((B)(4)) between 500 and 4000 rpms. No communication error occurred during the two weeks of testing. Therefore, it was concluded that the error could not be reproduced and the rfc could be returned to the customer. (B)(4).

Event description:
On (B)(6) 2011, at (B)(6), a "no communication" error was received on a rotaflow console serial number (B)(4). This error caused the rotaflow to shutdown while in arterial mode. At the time of the event, the rotaflow console was in-use with hl20 serial number (B)(4). The rotaflow was taken out of service but the hl20 remained in service. Note: an additional complaint (B)(4) was opened for this event. Complaint (B)(4), MFR report # 8010762-2014-00557; this report will be submitted for the rotaflow. (B)(4).